Event description:
It was reported that the patient had a yeast infection and it was suspected it was a urinary yeast infection with increased urinary frequency. It was noted that the patient was prescribed medication and the patient outcome was noted as ongoing. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v667635, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v667635, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the infection had resolved without sequelae on (B)(6) 2013.